Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a minimum fill notification occurred after filling the cartridge with 125 units of insulin. Customer¿s blood glucose was 173 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy. In addition, it was reported that resistance was felt when filling the cartridge during the load sequence. Customer declined to further troubleshoot with tandem technical support.